Event description:
Dentist was performing a medical procedure when the dental chair allegedly moved on its own causing the dentist to cut the inside of the patient's mouth. The doctor said the pt had to get one to two stitches.